Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an 8100 device was giving channel error message which was resolved when the upstream pressure transducer was replaced. No patient involvement.